Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Further steps have not been decided yet.

Event description:
The recipient visited the clinic to for mapping were it was unable to perform measurements. The child was responding to sounds. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient visited the clinic to for mapping were it was unable to perform measurements. The child was responding to sounds. Further technical checks are considered.